Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at his mother's house when he lost consciousness and fell to the ground. The patient's mother called ems, who initiated CPR. Prior to the patient's passing, the patient received two treatments. The first treatment occurred at 8:07 pm. The patient's rhythm prior to the shock was asystole with CPR artifact. The patient's post-shock rhythm was vf. The second treatment occurred at 8:08 pm. The patient's rhythm at the time of the treatment was vf. The post-shock rhythm was asystole. The response buttons were not pressed during the event. There is no evidence that the inappropriate treatments caused or contributed to the patient's death as the patient was already in a non-life-sustaining rhythm prior to the treatments. There is no evidence of device malfunction contributing to this event.